Manufacturer narrative:
A ge representative evaluated the system and performed a camera alignment. System operates as intended. (B) (4).

Event description:
The customer reported poor image quality and kvp is drifting. No pt injury was reported.